Event description:
Caller reported that the t:slim x2 pump battery was not charging, and the screen would not turn on. There was no adverse impact to the customer¿s blood glucose level. The caller attempted various troubleshooting steps, including using different charging cables and wall adapters, but the issue persisted. Technical support (cts) decided to replace the pump and advised the caller to use multiple daily injections (mdi) as backup therapy. Cts confirmed the shipping address and instructed the caller on how to return the problematic pump to tandem. The caller understood and acknowledged all instructions.